Event description:
It was reported that the tips of screwdrivers broke. It is unknown where the broken parts are. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Placeholder,

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the star-drive tips are broken off. The broken surfaces do not show any anomalies what indicates material conformity as well. We can not exactly evaluate the reason for this breakage. We suppose that simply too much applied mechanical force well beyond its calculated design caused the breakage. Device is not distributed in the united states, but is similar to device marketed in the USA.